Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient banged their head against a kitchen cupboard and hit the area of the burr hole cap and lead. The patient experienced a worsening of parkinson's disease symptoms, a change in stimulation, and a sensation similar to when impedance checks are done since they hit their head. The implantable neurostimulator (ins) was programmed to c+, 3- at 3.8v, 60 usec, and 130 hz on the left side and c+, 11- at 3.8v, 60 usec, and 130 hz on the right side. High impedances were measured on electrode pair c-0 on the left side and c-8, c-9, c-10, 8-9, and 8-10 on the right side. Normal impedances were measured on the rest of the electrode pairs. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient had an appointment scheduled to see their health care provider (hcp) in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.